Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged pump error 38 and pump error 43 found on 01-dec-2021. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thus. Pump error 38 alarm confirmed in the history file [nov 29, 2021 at 19:27][nov 30, 2021 at 21:29, 21:30, 21:31, 21:32, 21:33, 21:34, 22:50, 22:51, 22:53][dec 01, 2021 at 13:21, 13:28, 14:04] and pump error 43 alarm [nov 30, 2021 at 19:48, 19:49, 19:50, 19:51, 21:28, 22:51][dec 01, 2021 at 00:23, 13:27, 13:28, 13:44, 13:54] confirmed in the history file due to a motor error. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Confirmed pump error 38 and pump error 43 due to motor defect. Partial display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had multiple insulin pump error alarms. Customer stated that they were unable to clear the alarms. Customer also reported that insulin pump had partial display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.